Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported by the rep during a laparoscopic cholecystectomy the reload did not "fire properly" and the staples did not form. They did not close. The surgeon struggled to open the device but did get it open and completed the procedure with a second like device with no patient consequences reported.